Manufacturer narrative:
Originally it was reported that the handle piece was blocked. Therefore, the event was assessed as a not reportable broken handle issue. Additional clarification was received on the event on 29-aug-2021. The handle was not broken. The inner sheath could not be inserted. There was no evidence of any other damage. Per the additional clarification on the issue, the event was assessed from a not reportable broken handle issue to a not reportable obstructed sheath issue. Therefore, the h6. Medical device problem code was updated to ¿obstruction of flow (a1409)¿. In addition, it was originally reported that a second catheter was used to complete the procedure. Clarification was received that it was not a second catheter. It should have stated a second sheath and the second sheath was also a vizigo. Therefore, removed the concomitant product of ¿unknown brand catheter¿ to ¿unk_carto vizigo sheath. Hence, d10. Concomitant medical products and therapy dates field was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jun-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged and damaged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal action related to the complaint was found during the review. As part of biosense websters quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. Based on the information currently available, microscopic examination of the returned product indicates that the hemostatic valve was found dislodged and damaged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheaths valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo" 8.5f bi-directional guiding sheath - small and the biosense webster inc. (Bwi) product analysis lab (pal) observed a hemostatic valve separation issue. Initially, during the procedure, the handle piece was blocked. A second catheter was used to complete the procedure. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The carto vizigo" 8.5f bi-directional guiding sheath small broken handle issue was assessed as not MDR reportable. Since the device has the handle broken, the device can not be used. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The bwi pal received the device for evaluation and observed on 16-jul-2021 that the hemostatic valve was dislodged and damaged inside of the hub. The returned condition of the hemostatic valve dislodgement was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable bwi pal finding is 16-jul-2021.